Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The device remains implanted. (B)(4).

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, complete heart block (chb), wide qrs with occasional premature ventricular contractions (pvc), and right bundle branch block (rbbb) was noted and a permanent pacemaker was placed one day post-implant. No additional adverse patient effects were reported.